Manufacturer narrative:
Additional procode: mni. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the surgeon stated a revision surgery is required to remove a broken pedicle screw from a patient. The original operation was completed on (B)(6) 2017. There is no further information available. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). Unknown setscrew (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.5 exp verse fen scr 6.0x50. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 5.5 exp verse unitized set scr (part number 199721001, lot unknown, quantity 4). Mmsi rod prebent, 5.5 x45mm (part number 179772045, lot unknown, quantity 2). 5.5 exp verse fen scr 6.0x50 (part number 199723650, lot unknown, quantity 3).